Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep) and was confirmed/provided by the healthcare provid ER (hcp). It was reported that the pump was explanted (B)(6) 2026 and a new pump had been implanted and the patient's therapy has restarted. The issue was resolved. The rep has possession of the explanted pump and it will be returned to the manufacturer.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving ketamine (n/a mg/ml at n/a mg/day) and morphine (unknown) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that they interrogated the patient's pump and got an alert that said the pump had been stopped for 78 hours and 38 minutes. The error code 232-motor stall was displayed. The caller mentioned that the patient had an MRI but in (B)(6) and the pump logs did show motor stall and motor stall recovery for that event. They were going to be replacing the pump next week. It was noted that the patient went into withdrawal and she was on oral medication until her pump can be replaced.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient had experienced serious withdrawal symptoms. Therapy had stopped suddenly. Following the pump replacement, the patient recovered without sequela.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified residue on the gear pinion of the motor gear train. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via an email who reported that their pump stopped working on (B)(6) at 9:00 am. The patient had called all phone numbers, including their doctor, and nobody could help troubleshoot the patient¿s issue. This meant the patient was going to go through withdrawal by (B)(6) evening. The patient¿s alarm was making an ambulance sound several times an hour. The patient was told by their pump nurse to go to the hospital if this happened. Per the patient the hospital had no idea what to do with the pump. The patient was given IV (intravenous) meds and sent home. The very next day around 1:30 pm the patient started having chest pains and an ambulance came and took the patient back to the hospital. The patient reported that nobody could get an answer about what to do with the device. In total, the patient was at the hospital for 2 days in the ER (emergency room). Per the patient, the withdrawal symptoms were unbearable, and the patient was very sick. The patient lost 20 pounds in 5 days.